Event description:
(B)(4). Since the essure, I have had horrible cramping and belly swelling every month when I get my period. The past 6 months have gotten unbearable. But the major concern for my health is being diagnosed with rheumatoid arthritis in (B)(6) 2012 which does not run in my family and the inflammation is constant. I do not have "flare ups" so to speak (which baffles doctors). I now have a "destroyed foot" due to the ra and I am filing for disability. I take 2 medications that weaken my immune system and cause migraines now to try and prevent it from spreading to my other joints. Today (B)(6) 2015, I just had a hysterectomy this morning to get the coils removed to try and relieve my symptoms. I never had these problems before I had these implanted. There have been several ER visits due to horrible cramping and bleeding...they just have said like a record that it is a bad period this month after test after test comes back fine. I just am glad to have this essure out of my body!